Event description:
It was reported to olympus, that the hd 3cmos camera head had an e226 scope communication error. It was noted that the device was used in a laser-assisted cataract surgery and was replaced prior to the procedure, which was then completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was also noted that connector was cracked and the connection had poor water tightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified as the problem was not reproduced. However, it is probable that the temporary error 226 may have been caused by water entering the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.